Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4): device history record (DHR): reviewed the device history record for batch number 18b05g8392 and there were no defect encountered during in process and final control inspection. Evidence at disposal: no samples returned and no photos provided for this notification. Further evaluation and investigation cannot be concluded. This complaint however, shall be taken to the knowledge and filed for statistical purpose. Device history record (DHR): reviewed the device history record for batch number 18b05g8392 and there were no defect encountered during in process and final control inspection. Evidence at disposal: no samples returned and no photos provided for this notification. Further evaluation and investigation cannot be concluded. This complaint however, shall be taken to the knowledge and filed for statistical purpose. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4): when the needle was removed from the patient, it was discovered that a piece of the needle was missing. The missing piece was located in the patient's hand, and was removed under general anesthesia.